Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, yellow particles in the shell, opening on anterior and weight to the spec. A visual and microscopic analysis was performed which identified crease sharp opening and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as a fold flaw opening. The reported event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphadenopathy/negative for malignancy," and "ruptured prior to explantation." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported bilateral implant exchange due to voluntary recall. Additionally, healthcare provider also reported "double bubble," "lymphadenopathy/negative for malignancy," and "ruptured prior to explantation." Device has been explanted. This record is for the right side.